Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue.  As a precaution, physio replaced the device's battery pins as well as the battery contact assembly due to normal wear on the contact surfaces. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself while connected to a (B)(6) female. In all, the customer believed that the device powered off by itself three times. Medical personnel were monitoring the patient when the reported issue occurred. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details were provided.